Manufacturer narrative:
Other relevant device(s) are product ID 8780 lot/serial# (B)(4) implanted: (B)(6) 2017, explanted: product type: catheter, ubd: (B)(6) 2019, UDI#: 00643169783027. Product ID: 8780 lot/serial# (B)(4), implanted: (B)(6) 2020, explanted: product type catheter, ubd: 23-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablofen at 600 mcg/day via an implantable pump. It was reported the patient had dystonia and the device was being used to treat dystonia. The implanting physician had not had good results putting the catheter in the spine, so he tied one of the catheters off and placed a catheter in the ventricle. The other catheter was explanted and discarded. The catheter revision occurred (B)(6) 2020. It was reported there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The issue had resolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury.